Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction, thus no sample was requested and a batch review will not be performed. A follow-up will be sent if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A labeling review found the patient at home guide to be adequate for the use/user error identified in the incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted a baxter technical service representative (tsr) regarding an alarm that appeared on the display of the home patient's (hp) homechoice (hc) machine during prime, during use, patient not connected. The hp stated that she pulled the drain line up out of the toilet water and is now attempting to prime the hc again, the hc displayed check patient line/connect yourself, the alarm cleared. The hc is operational. Per initial report, baxter's technical service center assisted the customer in evaluating and resolving the alarm during the initial contact. There was patient involvement. No patient injury or medical intervention was indicated at the time of the initial report.